Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nexel elbow reamer head came off shaft during reaming. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Visual examination of the returned product identified reamer tip is disassembled. There were no visible signs of epoxy, but epoxy was checked 100% on receiving inspection. The device has been on the market 5+ years and exhibits signs of use. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.